Manufacturer narrative:
The device was received and section d9 was updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an angioplasty procedure, there was resistance when removing a 5f 110cm super torque (mb) pigtail diagnostic angioplasty catheter. The device broke inside the patient's artery at 10cm from the distal end. It was necessary for the surgeon to retrieve the piece that remained in the artery. All the material could be recovered. The consequence for the patient was that the operating time was extended. The hospitalization was not extended and there is nothing to report regarding the patient¿s current condition. The procedure was an evar and the lesion was the aorto-iliac. The lesion was not calcified but it was angulated, and the vessel was tortuous. The percentage of stenosis was 0%. There were no abnormalities found when the packaging was removed, and none noted during the preparation. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance encountered during the progress of the system. Excessive torquing was not required. There was no resistance encountered when advancing the device on the guide. The device separated at 10cm from the distal end. Additional details regarding the patient¿s demographic information, medical history and reason for the procedure were not available. Procedural films are not available. A non-sterile segment of a super torque mb diagnostic catheter (cath mb 5f pig 110cm 6sh) was received for analysis. Per visual analysis, a separated condition was observed located approximately at 25cm from the distal tip. The rest of the catheter was not returned for analysis. It was also observed that 14 marker bands, from the number 7 to the number 20 are moved from their original position and some are piled up together. All 20 marker bands were present on the catheter body, none were missing. (The position of the marker bands is numerated from the distal end to the hub). Functional analysis could not be properly performed due to only the distal tip segment was returned for analysis. The dimension of the inner diameter (ID) and outer diameter (od) on the body shaft was measured. Measurements were taken on the area located between the assigned places for markers bands that are offset/out of position. The dimensional analysis results were found out of specification. The results indicate that the unit was elongated, in consequence the ID was reduced below the lower spec. The unit was observed under a microscope and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). Sem results showed the separated area presented evidence of elongations on the body/shaft material of the unit. The elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17961610 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as catheter (body/shaft) - withdrawal difficulty¿ was not confirmed. The functional test could not be performed properly due to only the distal segment was returned for analysis. The complaint reported by the customer as catheter (body/shaft) - separated in patient¿ was confirmed. The device presents a separated condition. Exact cause of the damage could not be conclusively determined during the analysis. Sem results showed evidence of elongations on the body/shaft material of the unit. The elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation also, a marker band offset/out of position condition was observed on the returned device. Exact cause of this condition could not be conclusively determined during the analysis. Procedural/handling factors (evar) or vessel characteristics (angulated and tortuous vessel) might have contributed to this issue. Per the elongation condition observed during the dimensional analysis it was determined that this may have been the cause of marker band migration. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿failure to observe these instructions may result in damage, breakage, or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Dislodgement of the marker bands into the vascular system can result in additional intervention, embolism, thrombosis or other vascular complications. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal.¿ neither the phr review nor the product analysis suggests that the observed damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending/ this device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an angioplasty procedure, there was resistance when removing a 5f 110cm super torque (mb) pigtail diagnostic angioplasty catheter. The device broke inside the patient's artery during at 10cm from the distal end. It was necessary for the surgeon to retrieve the piece that remained in the artery. All the material could be recovered. The consequence for the patient was that the operating time was extended. The hospitalization was not extended and there is nothing to report regarding the patient¿s current condition. The procedure was an evar and the lesion was the aorto-iliac. The lesion was not calcified but it was angulated, and the vessel was tortuous. The percentage of stenosis was 0%. There were no abnormalities found when the packaging was removed, and none noted during the preparation. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance encountered during the progress of the system. Excessive torquing was not required. There was no resistance encountered when advancing the device on the guide. The device separated at 10cm from the distal end. Additional details regarding the patient¿s demographic information, medical history and reason for the procedure were not available. Procedural films are not available. The device will be returned for analysis.